Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 for permanent birth control. After the implant, the consumer began suffering from severe abdominal pain, severe menstrual pain, pain during intercourse, extreme weight gain, mood swings, and vaginal infections. On (B)(6) 2015, she underwent a laparoscopic-assisted hysterectomy and cystoscopy performed. Following the hysterectomy, she suffered a painful post-operative recovery. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain. A laparoscopic-assisted hysterectomy and cystoscopy was performed. The event is considered anticipated in the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature, a causal relationship with essure is assessed as related. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 15-nov-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain. A laparascopic-assisted hysterectomy and cystoscopy was performed. The event is considered anticipated in the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature, a causal relationship with essure is assessed as related. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("plevic pain"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uti. Previously administered products included for birth control: depo provera from 2007 to 2008 and oral contraceptive nos from 2005 to 2006. Concurrent conditions included overweight and uterine bleeding. Concomitant products included fluoxetine hydrochloride (prozac). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2010, the patient experienced mood swings ("mood swings / hormonal changes describe: mood swings"). On (B)(6) 2010, 5 months 7 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced vaginal infection ("vaginal infections / infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced headache ("migraines / headaches"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and endometriosis ("other injury(ies) or complication (s) please describe: endometriosis") with abdominal pain, dyspareunia, menorrhagia and abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), weight increased ("extreme weight gain") and procedural pain ("painful post-operative recovery"). The patient was treated with drospirenone + ethinylestradiol (yaz), surgery (laparoscopic assisted hysterectomy and cytoscopy) and surgery (diagnostic laparoscopy with fulguration endometriosis, d&c, hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, weight increased, mood swings, vaginal infection, procedural pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, headache, allergy to metals, fatigue, alopecia and endometriosis outcome was unknown, the genital haemorrhage and migraine had resolved and the dysmenorrhoea was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered allergy to metals, alopecia, bladder disorder, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, headache, migraine, mood swings, pelvic pain, procedural pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the essure device was placed on the left side first and there were 2 trailing cods noted. It was then placed on the right side and there were 3 trailing coils noted on that side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Current weight 150 lbs. Approximate weight at the time of essure placement 138 lbs. Concerning the injuries reported in this case, the following ones were described in patient's medical records: uterine hemorrhage (confirming genital hemorrhage). Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records was received. Concomitant disease were added. Event added per mr: abnormal uterine bleeding. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("plevic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uti. Previously administered products included for birth control: depo provera from 2007 to 2008 and oral contraceptive nos from 2005 to 2006. Concurrent conditions included overweight. Concomitant products included fluoxetine hydrochloride (prozac). In 2009, the patient experienced allergy to metals ("nickel allergy"). On 25-sep-2009, the patient had essure inserted. In january 2010, the patient experienced mood swings ("mood swings / hormonal changes describe: mood swings"). On (B)(6) 2010, 5 months 7 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In march 2010, the patient experienced vaginal infection ("vaginal infections / infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss"). In march 2010, the patient experienced headache ("migraines / headaches"). In september 2010, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and endometriosis ("other injury(ies) or complication (s) please describe: endometriosis") with abdominal pain, dyspareunia, menorrhagia and abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("extreme weight gain") and procedural pain ("painful post-operative recovery"). The patient was treated with drospirenone + ethinylestradiol (yaz) and surgery (laparoscopic assisted hysterectomy and cytoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, weight increased, mood swings, vaginal infection, procedural pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, headache, allergy to metals, fatigue, alopecia and endometriosis outcome was unknown, the genital haemorrhage and migraine had resolved and the dysmenorrhoea was resolving. The reporter considered allergy to metals, alopecia, bladder disorder, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, headache, migraine, mood swings, pelvic pain, procedural pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - in december 2009: total bilateral occlusion current weight 150 lbs. Approximate weight at the time of essure placement 138 lbs. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plantiff fact sheet received. Events abnormal bleeding (vaginal, menorrhagia), vaginal infection, bladder or urinary problems, headaches, nickel allergy, fatigue, hair loss, endometriosis pelvic pain and abdminal pain lower are added. Lab data updated. Concomitant & historical condition, drugs are added. Patient, product & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.